Event description:
The customer reported having high and lows blood glucose. The caller has been hospitalized more than a year ago due to low blood glucose. The blood glucose reading was 14mg/dl. The customer mentioned that her blood glucose meter gives different readings from the insulin pump. The blood glucose reading at time of call was 130mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.